Event description:
A patient reported experiencing inaccurate erratic results with an otb original meter. The patient's blood glucose results were 101mg/dl, 188mg/dl, 179mg/dl, 168mg/dl. Tests were done within less than 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.